Event description:
A balloon ruptured on the second inflation at eight atmospheres during a right common iliac angioplasty. A portion of the balloon material detached in the pt as the catheter was being withdrawn through a sheath. A previously scheduled bypass was successfully performed and the pt remains asymptomatic. No attempts were made to retrieve the detached segment. This device has been returned, evaluated and retained by this MFR. The engineering evaluation revealed the distal portion of the balloon material was missing and not returned for evaluation. A circumferential tear was located in the balloon approx two and one half centemeters proximal to the distal tip. There was a kink located one millimeter proximal to the proximal radiopaque marker and the balloon material was scratched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Co believes pt anatomy and/or user technique may have contributed to this event and does not attribute it to the device. Co's direction for use state: "if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."